Manufacturer narrative:
Cont. H.6. Health effect-f1905 - device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to d9-date is when device photo was received. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "moderate capsular contracture" baker grade iii.

Event description:
Patient reported having a "textured implant" and "a lot of pain" on the right side. Healthcare professional later reported "moderate capsular contracture" baker grade iii. Device explanted and replaced.